Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 was defective and was subsequently replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600's c-arm had intermittent problems with vertical lift. There was no adverse involvement reported. There was no patient information reported.